Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that patient was diagnosed with (B)(6).

Event description:
It was reported that the patient presented in hospital due to an infection and lead vegetation. The full system was extracted, and a new system was implanted without any adverse events. Patient remained stable before, during, and after the procedure.